Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, abdominal pain and fever. It was reported the patient was hospitalized twice. The same day as event onset, the patient was hospitalized, and then discharged after two days. Eleven days after event onset the patient was hospitalized again and remains hospitalized. The same day as event onset, the patient was treated with ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from all the events. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that on an unknown date, antibiotic therapy was discontinued and the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, b7, h6. B5: upon follow up, it was reported that the pd catheter was removed and the patient was switched to hemodialysis (ongoing). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported the patient was discharged from the second hospitalization and antibiotic treatment ceftazidime injection was discontinued. After the recatherization patient resumed pd. Same pd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.